Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, an issue related to the internal battery was observed. The ventilator's internal battery was replaced to address the issue.